Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was having their ins and leads removed on (B)(6) 2019. The patient stated that the reason for their removal was due to the patient no longer needing the therapy for their pain and due to the patient stating that the ins was rubbing on scar tissue underneath it and causing them pain since 2018 (patient stated 6 to 8 months ago). The patient also stated that it was getting caught on clothing. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2019-may-14 reporting that the device became loose over time and they could move it. It stuck out enough that it rubbed on underlying scar tissue. It would catch on edges of clothes and rub against them which was painful. The implant was effective for 5 years. Per the consumer, the hcp had possession of the device. No further complications were reported.